Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that inpen had not delivered the complete doses. Troubleshooting was performed and the issue could not be resolved. The customer will continue to use the device on receipt of a replacement battery cap, and it will be returned for analysis.

Event description:
Customer stated that the inpen was broken/damaged and not working correctly: dose dial was broken the insulin pump was returned for analysis.

Manufacturer narrative:
Serial number: (B)(6) software version: 3.9.0 color: grey battery life remaining: < 11 months customer reports: dose dial is broken and dose log inaccuracy per visual inspection: injection button is missing. No physical damage to cartridge holder, or inpen front and back shell was noted. Device paired successfully to commercial app. My inpen menu displayed: the following test values were dialed and dosed: 10 test values of 4.0u dialed and dosed at maximum operating range around 3 meters (~10 ft.). From phone. All values displayed accurately in the logbook. All doses were written to the app logbook within 1 minute. No dose log inaccuracy anomaly was noted. Inpen received with leadscrew 1/4 of the travel. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed, however, it¿s difficult to dose normally due to broken off dose button. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: encoder inconsistencies during investigation can be tied back to too-fast dosing during testing. Slower dosing during testing showed consistently accurate results. Inpen did not produce any false dose logs. Customer concern of dose log inaccuracy was not confirmed. It¿s difficult to dose normally due to broken off dose button. The customer complaint of physical damage to dose dial was not noted, however, other cosmetic damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.